Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that during a case preparation, the automated impella controller, (aic) had a battery communication failure alarm. Troubleshooting did not resolve the problem. A replacement loaner was sent to the facility. There was no patient harm resulting from the noted issue.

Manufacturer narrative:
Corrections to the initial MFR report: d2 device has been updated. F6 and f8 dates have been removed. Updated h3 to device evaluation anticipated.